Event description:
It was reported that the core impaction dril heated up during use. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
Upon disassembly, corrosion was discovered in the bearings, sockets, and spindle housing.